Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). Analysis of the pump found no anomaly.

Event description:
It was reported the patient went in on (B)(6) 2014 for normal battery replacement for end of life (eol) of the pump. After replacement, over the weekend, the patient began experiencing withdrawal symptoms and was admitted. Patient symptoms included altered mental status, diaphoresis, and less than 50% therapy relief. It was reported the location of the issue or symptom was at the catheter track. The patient¿s status at the time of this report was ¿alive-no injury.¿ diagnostic and troubleshooting performed included a dye study, logs checked, x-rays, and a magnetic resonance imaging (MRI). The dye study showed the catheter was patent so the surgeon replaced the pump on (B)(6) 2014 with a new pump to ensure that the whole system would be event free. It was noted the healthcare provider (hcp) felt more comfortable replacing since he determined the catheter was patent and felt it could only be the pump, although it showed no signs of not working (no motor stalls in logs). The cause of the issue was undetermined. It was noted the catheter was aspirated and flushed several times intraoperatively and the patient was doing well and back to normal. The pump was being used to deliver compounded baclofen, morphine, clonidine and bupivacaine.